Event description:
It was reported that a user¿s dexcom g7 glucose readings were visible in the dexcom app but not on the ilet due to the ilet being configured for a g6 instead of a g7; after updating the ilet sensor selection to g7 and reentering the pairing code, the sensor was started and the ilet began receiving readings. Symptoms included no alerts or alarms. Outcomes included successful restoration of cgm data display on the ilet. Investigation included troubleshooting and user education on correct cgm selection and pairing steps. Investigation of this case revealed incorrect device configuration that prevented pairing. It was concluded that the issue resulted from user setup error, and the device functioned as intended after correction.